Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an appointment with their healthcare provider the day of the call for a programming update and noticed a 505 error message after the appointment when checking their ins with their own programmer. The patient reported they sat down on a chair and they were not feeling stimulation. The message meaning (updates were not saved) was reviewed, and a message was sent to the local rep. The patient was redirected to their healthcare provider regarding the error code. Later on (B)(6) 2019. The rep noted the issue was all taken care of. Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the rep was unsure of the cause of the 505 error as they were not there when it occurred, but noted they were told that the impedances and battery were checked. The rep stated they were not sure if the loss of stimulation was a result of the 505 error message but they thought it was. When they saw the patient on (B)(6) 2019 in follow up they had to resync and reload 4 standard programs into the programmer and the device was off. The rep noted no usage history was available. The rep reported the actions taken to resolve the 505 error and loss of stimulation were that the patient was reprogrammed, and the therapy was turned back on. No further complications were reported.